Event description:
It was reported that pt had minimally invasive tlif with peek device/infuse bone graft/autograft bone. Sometime post op, the pt reported leg pain and CT showed a fluid accumulation near the annulotomy site. Eleven cc of fluid was collected during CT guided needle aspiration. The pt did not improve after the aspiration. It is unk if the infuse bone graft contributed to the reported event, but co is filing this MDR out of an abundance of caution.